Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exits (though inadvisable per expert opinion provided by dr. James gutmann) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body function as evidence by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
A file separated. The doctor preferred not to disclose further information portatining to this event.